Event description:
It was reported that during the implant attempt, the lead insulation was 'bunching,' and the lead would not advance through the introducer. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor appeared distorted, and blood was found in/on the helix/lobe mechanism. The lead appeared to have been damaged at implant.